Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed due to the monitor's electrode belt connector being broken free from the monitor enclosure, breaking the wires within the connector. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.